Event description:
Additional information was received that this right atrial (ra) lead exhibited a pace impedance measurement of less than 200 ohms, which resulted in a lead safety switch. (B)(6) technical services (ts) noted that there was also myopotential noise present and recommended programming changes. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).